Manufacturer narrative:
(B)(4). As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink continu-flo solution set leaked from the port closest to the patient. This occurred during infusion of an unspecified dose of carboplatin using a sigma spectrum smart pump (flow rate unknown). The amount of medication spilled was estimated, and the patient was given a replacement dose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.